Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that while post-dilating a stent in the moderately calcified right coronary artery, the voyager nc balloon ruptured during the first inflation of 30-40 seconds at 16 atmospheres. The device was completely removed without difficulty and there was no adverse patient effect. Dilatation was completed using another balloon. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but is not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported moderately calcified and 80% stenosed, which likely contributed to the experienced rupture. It is possible that an interaction with other devices, the stent implant and/or the calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation attempt. Ultimately, return of the balloon catheter may have aided the evaluation in determining a cause for the reported difficulty. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported with this lot, suggesting that there are no lot specific product quality deficiencies. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.